Event description:
It was reported that the patient felt a vibratory alert due to high pacing lead impedance. Pocket manipulation produced noise signals, not sensed by the device. The pocket was opened to further assess the device. No noise was observed and no issues were seen with the connection. The lead was reconnected and the device remains implanted. There were no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.